Event description:
It was reported that during an esophageal cancer procedure the staples were malformed after the first firing at the end of the line. The malformed staple legs had irregular shapes and was visually detected. The device was not fired over an existing staple line or clip. The surgeon used hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.